Event description:
Customer reported negative results obtained with pt samples containing anti-e did not react with 0.8% resolve panel a, lot #8ra198. No death or serious injury is associated with this event.